Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts ) analyzed the archives and it showed a 0.9 registration metric. The green sphere encompasses the sinus anatomy and trace points were collected in a broad area on the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional became 8-10 mm inaccurate 60-90 min into the procedure. The hcp decided to continue with the procedure. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the registration pattern is good and looks accurate. The probable cause is likely to be the frame was bumped. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.